Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing excessive high blood glucose due to bent cannula. Customer's blood glucose was 586 mg/dl. Customer was educated on the cause and prevention of bent cannula. Customer declined troubleshooting for high blood glucose.